Event description:
It was reported that the right atrial (ra) lead dislodged and was discovered one day post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.